Event description:
Country of complaint:(B)(6). Inner foil was welded with outer foil.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open unit. There is one previous complaint of this code batch. There are no units in OEM stock. Received one open pack with the paper foil torn. Sealing strength test on plastic/paper peel can not be performed because the samples received are opened. Reviewed the sealing strength values of the packaging raw material, all results are within specification. Review the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: taking into account that sample received does not fulfill the specifications, we conclude that the complaint is justified. Corrective/preventative actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.